Event description:
Clinical study same case as 6000093-2006-01568. It was reported that 240 days following an index coronary artery drug-eluting stenting procedure, the patient had a myocardial infarction (mi) and a target vessel reintervention (tvr). The index procedure treated 2 target lesions. Target lesion 1 had a "total occlusion (<3 mos)" in the mid left anterior descending artery (lad). The lesion was predilated with an angioplasty balloon at 6 atms. The physician successfully implanted a 3.0x32mm taxus express2 drug-eluting stent (des) at 14 atms. Target lesion 2 was a de novo lesion located in the distal lad. The physician successfully implanted a 3.0x12mm taxus express2 des at 12 atms. The patient was discharged 3 days post-index procedure on aspirin; it is unknown if clopidogrel was prescribed. The patient presented 240 days post-procedure with a sudden episode of lightheadedness after he stood up followed by profuse sweating. He was diagnosed with an acute anterior non-q wave mi. "The patient was counseled that the culprit lesion for the acute anterior non-q wave mi was felt to be the ruptured plaque and thrombus in the proximal lad." The proximal lad was predilated with a 3.0x16mm sprinter balloon and the area was then stented using a 3x16mm taxus stent. There was a 0% residual lesion where there had been a critical 95% stenosis. The previous stent was widely patent. The right coronary artery was totally occluded and was dilated with the same 3x16mm sprinter balloon. The physician made two attempts to deploy a stent, but was unable because of the extensive calcification in the proximal vessel. The vessel was patent with balloon angioplasty. The patient "will be treated with anti-platelet therapy." The patient was "doing well after stent-no angina." He was discharged 1 day after the tvr.

Manufacturer narrative:
Device evaluation: the complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.